Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Reportedly there was a temporary delay. However, the customer was able to clear the alarm and resume insulin delivery after occurrence. While contacting tandem technical support, the customer was able to resume the pump and the alarm did not reoccur. The customer's blood glucose level was not impacted.